Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that opdivo (chemotherapy) was programmed to infuse at a rate of 132.8 ml for 60 minutes. When the device alarmed for end of infusion the nurse noted blood backing up in the filter and leaking chemo on the floor. There was no report of patient harm however the patient did not receive the full dose. It was reported that the position of the filter was between pump and the patient.

Manufacturer narrative:
The customer¿s report of a leak was confirmed; however the leak was not located on the filter of the extension set as reported by the customer, it was noted to be on the female luer of the set. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, fractures, kinks, holes, and tears. Examination under magnification observed a crack on the female luer on the opposite side of the gate, extending from the luer opening and down into the luer body. Functional testing also confirmed the leak from the female luer. The root cause of the leak was a crack in the female luer. The root cause of the crack was not determined.